Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have triggered c-00 errors and both monopolar and bipolar not firing in the error logs, but the issues could not be reproduced. The iesu energized and cauterized and all ports recognized instruments.

Event description:
It was reported during a da vinci-assisted liver resection procedure bipolar energy was not firing. Tse found 2-8a error in the logs and swapping the bipolar cable did not address the issue. The customer also tried power cycling the erbe generator, but the issue reoccurred. The customer was advised to swap out the instrument but elected to swap it out at a later time. Then the site called back during the case and explained monopolar/bipolar energy were both not working on the erbe. The or staff was using the synchroseal with the e-100 at the time and switched to a covidien cable with a covidien esu. The site proceeded with the case as planned with no reported patient injury.